Event description:
Healthcare professional reported right rupture, "severe capsular contracture" baker grade unknown, and "minimal amount of periprosthetic effusion". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d4: device serial number: (B)(6).

Event description:
Healthcare professional reported right rupture, "severe capsular contracture" baker grade unknown, and "minimal amount of periprosthetic effusion". The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side rupture. Device status unknown.

Event description:
Healthcare professional reported 'the right has very folded contours, a clearly visible and thickened fibrous capsule as well and a minimal amount of periprosthetic effusion as in the context of severe capsular contraction", "patient complains of pain since april, finished breastfeeding in august 2022. Symmetrically placed prostheses with irregular margins, on the right dislodged/disrupted, where multiple signs of rupture can be recognized. Intracapsular on the right side "oil sign" and "linguine sign" extracapsular. On the right overgrowth of silicon and siliconoma, as from possible non-recent rupture". Device status unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the radius side assessed as surgical damage. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Seroma: unable to observe since it is a medical event and is not related to the device. Additional observations: yellow encapsulation observed on the device. Crease fold observed on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, e1.

Event description:
Healthcare professional reported right side rupture. Device status unknown.